Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The lot number is currently unavailable. The complaint device was received and evaluated. Visual observation revealed that the thumbscrew was broken confirming this complaint. The femoral rod was stuck inside the guide frame and cannot be separated. It is possible that the screw was excessively tightened on the guide frame causing fatigue and eventually breaking it. The device appears to be old and worn and thus it is also a possibility that this failure was a result of worn components. Furthermore, no lot number was supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Associated medwatch: 1221934-2019-55998.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4) - incomplete. The lot number is currently unavailable. The complaint device was received and evaluated. Visual observation revealed that the thumbscrew was broken confirming this complaint. The femoral rod was stuck inside the guide frame and cannot be separated. It is possible that the screw was excessively tightened on the guide frame causing fatigue and eventually breaking it. The device appears to be old and worn and thus it is also a possibility that this failure was a result of worn components. Furthermore, no lot number was supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 2 for the same event. It was reported by the sales rep that during an anterior cruciate ligament surgical procedure, it was observed that the thumb screw on their rigidfix femoral btb guide frame broke and their rigidfix femoral rod 9mm was stuck in the guide frame. The sales rep stated that where the device broke was outside the patient. The sales rep reported that the surgeon had completed the procedure with the device before the device failure occurred. The sales rep reported that there were no patient consequences or delays in the case. The sales rep could not provide lot numbers for the devices but stated that the guide frame was less than a year old and the rod was approximately four years old, both devices have seen heavy use in the field. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.